Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap proctocolectomy, the device cut but did not staple. They sutured the opening and completed the procedure. The procedure was prolonged by 2 1/2 hours. The pt is currently fine.